Event description:
Physician using surgical pen from gor pack and feels it is not cutting effectively as they have in the past. Physician feels they require more energy to cut more effectively. Second surgical pen (not from gor pack) placed onto field and malfunctioned the same way.